Event description:
It was reported that the procedure was to treat a lesion with heavy tortuosity and moderate calcification, the lesion was 95% stenosed and located in the mid right coronary artery. No predilatation was performed prior to the attempt to stent. The attempt to cross was difficult, so force was applied to the stent delivery system (sds), which resulted in a shaft separation. The sds was retracted from the patient. No resistance was felt during the withdrawal of the device and the procedure was finally finished with a non-abbott device. No patient adverse effects were reported. No additional vessel and patient information is available. No clinically significant delay in the procedure reported because of the failure to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found the undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. The hypotube separated 91 cm proximal to the guide wire exit notch and the separated portion including the hub was not returned. The fracture face was oval shaped and the hypotube jacket at the separation was stretched and jagged, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material, such that subsequent application of force or further handling can cause a separation. There was a kink in the hypotube 1.5cm distal to the separation. In this case, there was no report of any damages noted during inspection prior to use, which suggests that a product quality deficiency did not contribute to the complaint. The lesion was described as un-predilated, heavily tortuous, moderately calcified, and 95% stenosed, which likely contributed to the reported failure to advance/cross the lesion. It reported that force was used when resistance was met during the procedure, which likely caused the shaft damage and separation. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. Additionally, factors that may contribute to shaft damage/separation include but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. To help ensure this type of event is not the result of a product quality deficiency, all sds are 100% visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before lot release. It was reported that force was applied in an attempt to advance/cross the lesion via direct-stenting (no pre-dilatation). It should be noted that the xience v everolimus eluting coronary stent system instruction for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the reported use errors likely contributed to the complaint. In summary, based on the reported information and this investigation, the reported difficulties appear to be related to interactions with the patients lesion/anatomy and the reported user error. There is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and there were no other incidents for shaft separation/detachment for this lot.